Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had more tremors the last few days holding a fork having supper. Patient services (ps) asked when the patient first noticed they were tremoring and the caller stated the patient had a knee replacement surgery performed about a week and a half ago, and at the hospital, the providers were giving the patient their pills sort of on time, such as oxy and tylenol for the pain in the leg, and when the patient came home, they were trying to keep up on the medications as well as other meds and stated the patient had always been taking pills every 2 hours and now had been taking pills a little more frequently, but that they had gotten out of the routine of watching the clock/setting an alarm for the patient's next carbidopa medication. They mentioned with the off-schedule medications, surgery, and exercises, the caller stated there were several contributing factors/changes that have been going on with the patient. The caller inquired about romtech accupod knee magnets/pedal bike the patient was prescribed for exercise from the surgery and mentioned last night, they had external dbs equipment issues and became concerned with the thought of whether the magnets would affect the dbs device. The caller added they were able to see the patient's therapy settings had not changed from what they were previously set at, confirming the patient's therapy was on. Ps reviewed and the patient was redirected to their healthcare provider to further address the issue.